Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). At 9:00 am, the result from the meter was 5.6 inr. He retested right away using a different finger, and the result was 2.5 inr. There was no allegation of an adverse event. The doctor considered the result of 2.5 inr to be correct. The therapeutic range was 2.0 to 3.0 inr. The customer had no hematocrit issues, no antiphospholipid antibodies, no medication changes, no new medications, no diet changes, no additional illnesses, and no symptoms of bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 368871) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results with returned strips (qc range 2.5-3.7 inr): qc 1: 3.0 inr. Testing results with retention strips (qc range 2.5-3.7 inr): qc 2: 3.1 inr; qc 3: 3.0 inr. The maximum difference between measurements was 3 %. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. Upon analysis of the meter memory, the second alleged result of 2.5 inr was not observed.